Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: access, delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment of an aortic dissection using gore® tag® conformable thoracic stent graft with active control system. A 20 fr gore® dryseal flex introducer sheath was used as an accessory. The patient had previously been treated with two non-gore stent grafts (najuta and tx2) for the thoracoabdominal aorta, and this procedure was an additional tevar for the descending aorta. During the delivery of the ctagac, the delivery catheter interfered with the endoskeleton structure of the implanted non-gore stent graft (najuta), and resistance was noted. After pulling down the delivery catheter once and reinserting it, the delivery was completed without resistance, however the proximal end of the stent graft was unintentionally expanded by 2 to 3 cm when it reached the aortic arch. The physician thought it was difficult to withdraw the partially expanded device into the sheath, so he pulled the device to the descending aorta to check if any further unintended deployment would occur. Since no further unintended deployment was observed, the device was delivered just below the left subclavian artery and successfully implanted. No harm occurred to the patient. The physician mentioned that the delivery catheter got caught on the endoskeleton structure of the implanted non-gore stent graft. It should have been reinserted the device with a stiff guidewire when resistance was first encountered.